Event description:
The reporter called to state that she received a recall letter from (B)(6) pharmacy regarding her device on (B)(6) 2026. She confirmed that the device has had reading issues since she first opened the package. Additionally, the reporter stated she has recently lost approximately 18 pounds and is unsure if this weight loss is related to the device issues.